Event description:
Information was received indicating that a smiths medical administration set was implicated in an under infusion issue. The administered volume is lower then the programmed one and the pump does not alarm. When changing the tubing the issue disappeared. It was noted that the infusion bag overfilled with 200 ml instead of 100 ml. 8 ml was programmed and only 3 ml was delivered. The infusion was not life sustaining, but was for pain management. There were no reported adverse events.

Manufacturer narrative:
Additional information was recieved that under delivery was confirmed. 8ml were programmed but only 3ml were delivered. The patient was unable to recieve the rest of their infusion even after several epidurals. The infusion was not life sustaining but for relieving pain. There was no other clinical consequence. Returned device was received in undamaged physical condition. During the evaluation of the device, only one sample was needed to be tested to confirm the reported failure mode. A complete root cause analysis of this failure mode is currently being conducted. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Additional information was recieved that under delivery was confirmed. 8ml were programmed but only 3ml were delivered. The patient was unable to recieve the rest of their infusion even after several epidurals. The infusion was not life sustaining but for relieving pain. There was no other clinical consequence.